Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient experienced excessive insulin delivery while in automated mode from their omnipod 5 system after the diabetes team adjusted the insulin-to-carbohydrate ratio on (B)(6) 2026. Since then, insulin bolus doses at meals have increased and the algorithm still delivers high insulin, especially in the evenings; it was felt to be likely reflecting learning from prior weeks with high glucose. The patient adjusted the glucose target and considered changes to the correction factor and active insulin time but still observed excessive automated dosing. No specific blood glucose values were reported. No medical assistance was reported. The patient was advised to perform a hard reset of the omnipod 5 controller.